Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal colpopexy and repair of cystotomy. It was reported that the mesh was partially removed on (B)(6) 2007 due to pain, infections and recurrence of the prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency and recurrent urinary tract infection.